Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. The complaint was confirmed. The weld on the drive arm was broken. The root cause could not be determined.

Event description:
The provider states, a weld on the head section broke.